Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has been having high blood glucose. She discovered that her infusion sets have been falling out or kinked, but her insulin pump does not alarm no delivery. Customer's current blood glucose is 136 mg/dl. She was hospitalized on (B)(6) 2014 for diabetic ketoacidosis. Her blood glucose was 440 mg/dl when admitted. She experienced dizziness and frequent urination. She was hospitalized for two days. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. The alarm history showed no delivery and low reservoir alarms. The device alarms no delivery when the reservoir is empty, but not any other times. Customer was advised that high blood glucose levels are often caused by site or set issues. She could not perform the high pressure test and will call back to complete.